Manufacturer narrative:
The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Sample analysis: the delivery pusher was returned and confirmed the implant was detached and the delivery pusher was fractured. The evaluation shows visible damage which likely led to the delivery pusher breaking.

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil was deployed successfully. Upon withdrawal of the delivery pusher, it stretched and broke. The fractured segment remained in the microcatheter and was removed. No injury was reported with the patient as a result of the procedure.